Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "diagnosed with capsular contracture" baker grade unknown.

Event description:
Patient reported left side "pain and hardening", "capsular contracture" baker grade unknown, and concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side "pain and hardening", "capsular contracture" baker grade unknown, and concern with the product. Device remains implanted.

Event description:
Patient reported later capsular contracture, baker grade iii, material fatigue, hardening, constant chest pain that radiates to the left armpit and lymph there is regularly swollen.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture-breast, anxiety¿product/procedure-breast, lymphadenopathy- breast and chest pain-breast was requested on (B)(6) 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Lymphadenopathy- breast: unable to observe since it is not related to the device. Chest pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device was explanted.